Manufacturer narrative:
Device analysis report attached. This report is submitted on november 25, 2021.

Manufacturer narrative:
This report is submitted on october 28, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due tip foldover. The patient was reimplanted with another device (date not reported).